Event description:
Edwards received information that a aortic bioprosthetic valve required transcatheter valve-in-valve intervention via a clinical trial after an implant duration of approximately seven years due to moderate regurgitation. The patient also showed severe mitral regurgitation and moderate tricuspid regurgitation. A 23mm transcatheter valve was implanted inside the disabled aortic bioprosthetic valve. Both devices remain implanted. The patient was reported as discharged.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as the device remains implanted. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device is not sold in the u.s.; however it is similar to carpentier-edwards® duraflex® low pressure mitral bioprosthesis. Based on the information received the root cause of the event is indeterminable.